Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the insulin pump history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low reservoir and didn't get any sound or alarm. The customer's blood glucose value was 15 mmol/l at the time of incident. The customer was assisted with troubleshooting and reported that insulin pump just vibrated and no sound was present. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.